Manufacturer narrative:
A synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damaged distal stent strut flaring. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 27may2022. It was reported that crossing difficulties were encountered. The 75-80% stenosis target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation, a 2.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient condition was fine. However, device analysis revealed stent damage.